Manufacturer narrative:
The patient still had a very mobile lead with no tissue incorporation as far as could be seen. At the time of implant, despite being advised that it is against recommended practice, the majority of the driveline had been wrapped in goretex. This was reported as having been done to stop incorporation to assist with removal of the lead at the time of heart transplant. The pump is not available for analysis. There is no information regarding whether an autopsy was done.

Event description:
Approximately nine and a half weeks post implant, this patient's condition deteriorated with signs of hepatic failure and renal failure. It was reported that pump exchange was considered; however, was not possible due to the patient's condition. The patient had multiple organ failure and died approximately 10 weeks post implantation.

Manufacturer narrative:
Additional information: the patient had been discharged from the hospital post pump implantation and re-admitted at the time of the reported events. There is no further information regarding any diagnostic tests pertaining to the performance of the pump. There is no further information available. A review of the device's manufacturing records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements, including sterility, prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. Serious and life threatening adverse events have been associated with the use of this device. Multi-organ failure, including hepatic and renal dysfunction and death are known potential adverse events that may be associated with the use of the heartware® system as outlined in the labeling. The heartware® instructions for use (IFU) addresses instructions and guidelines for optimal pre and post-operative patient management. The implantation and driveline placement procedure is outlined in the instructions for use and does not include the wrapping of the driveline to stop incorporation as was done at the time of implantation. The cause of the reported events cannot be definitely determined; however, this patient's comorbidies and reported compromise related to amiodarone toxicity are likely contributing factors. With review of the available information there is no indication of any device performance or manufacturing issues impacting the event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced multi-organ failure due to amiodarone toxicity. Driveline site cultures were obtain which results were reported as negative. It was reported that the patient expired in the hospital. The device was not returned to the manufacturer for analysis as it remains implanted post-mortem. Multi-organ failure, infection, sepsis, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.